Manufacturer narrative:
The event took place outside of the united states (in (B)(6)) and was associated with a product that is also cleared for the market within the united states.

Event description:
Revision surgery due to an infection occurred (B)(6) 2020. Humeral cup, glenosphere and glenoid baseplate were removed and replaced by ø40/+6 humeral cup, ø40 centered glenosphere and glenoid baseplate. Primary surgery in 2015 (exact date unknown).